Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and ketone levels considered dangerous/ life threatening leading to a visit to the emergency room (ER); no specific bg value was provided. While in the ER, the customer had blood and urine test performed and manual injections were administered to address their bg and ketones levels. The customer left the ER with a bg level of 200mg/dl and in a better condition.